Manufacturer narrative:
Compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Pump unable to perform the displacement test due to broken reservoir tube lip and missing reservoir tube o-ring. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 166 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.